Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that one day following an intraocular lens (iol) implant procedure, the patient experienced poor vision. One week postoperatively, the patient experienced poor vision, halos and the lens was noted to be dislocated. The iol was exchanged for another lens model two weeks following the initial implant procedure. An anterior vitrectomy was required during the iol exchange. The reporter stated the issues have resolved and the patient is happy. It was reported that is unknown if the dislocation was due to a mechanical or anatomical reason due to the iol was sitting well after the initial procedure was completed.